Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 5404546 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5404546 was manufactured according to the wi version 73 packaged in the m08 and m12, on 14/oct/2022, with a total of (B)(4) units. Assembly: the lot 5406675 was glued according to the wi version 24, assembly, on 14/oct/2022, with a total of (B)(4) units. The lot 5406676 was glued according to the wi version 24, assembly, on 13/oct/2022, with a total of (B)(4) units. Gluing of tubing: the lot 5406663 was glued according to the wi version 37, manufactured in the line 4,5,8, on 10/oct/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 10/feb/2025 against malfunction tubing detached from tubing-tubing connector and lot 5404546 and no another complaint have been registered in tw for the same lot 5404546 and malfunction code. Conclusion summary of the related event. Harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.